Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor gold. No unexpected a33 alarms noted. The insulin pump passed displacement, rewind and basic occlusion tests. The insulin pump has minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, missing end cap sticker and stained address serial number label.

Event description:
Customer reported that insulin squirted out during the manual prime and that the insulin pump alarmed for a loose drive support cap. The blood glucose reading was 247 mg/dl. He stated that the insulin pump was not dropped or bumped and that the drive support cap appeared normal. Customer had not pressed on the cap while connected. Nothing further was reported.